Event description:
This patient experienced a post-operative pocket hematoma which required evacuation. All records indicate that this device remains implanted. Should additional information become available, this event will be updated.